Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for 2 to 3 days they had experienced red bumps as well as purulent discharge on the patients leg as well as their stomach. The patient was able to activate a new pod. The patient had gone to a scheduled appointment with their endocrinologist where they were prescribed an antibiotic. The patient was at the endocrinologist for 45 minutes. The patient was referred to a dermatologist by the endocrinologist . The patient went to the dermatologist and there was no further treatment provided.